Event description:
New information received notes that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss due to telemetry lockout. The patient was seen in clinic and the pairing was restored via interrogation. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.